Event description:
It was reported that the patient received inappropriate shocks due oversensing of noise. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the patient received inappropriate shocks due oversensing of noise. The device was explanted. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (select specific code from category d)capacitor device was out of specification in a manner that relates to event interference oversensing shock, inappropriate.